Event description:
It was reported that there was no stimulation sensation. The patient was not feeling stimulation since the morning of the report. They were able to increase stimulation but were not feeling it. The patient only had one program to choose from. There were no events or traumas reported. The patient went back in two weeks for more programming. They had back pain and were ¿so sick¿. The patient did not have concerns with their device or therapy. The patient was still having concerns with their device or therapy but was working with their healthcare provider or manufacturer representative. There was an appointment date for (B)(6), 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).